Event description:
It was reported that the patient experienced symptoms of baclofen withdrawal upon revision of the pump several weeks ago and trouble shooting, as reported, did not result in finding any definite cause. Troubleshooting included x-rays, dye study, and indium scan. Upon troubleshooting, contrast fluid study showed normal passage of baclofen intrathecally, but the patient still had no clinical benefit. An indium study showed only radiation from pump pocket and negative scan of intrathecal space, indicating no distribution of baclofen in the intrathecal space. Upon opening the pocket, aspiration of the catheter was easy and no leakage was seen. The neurosurgeon concluded there must have been a pump failure despite no alarms and no abnormalities in the pump logs. The patient did experience an altered mental status, underdose symptoms including severe spasticity, sleep deprivation, and painful muscles. The location of the issue or symptoms was reported as the device pocket. The catheter was noted to have been implanted before june of 2013. A rotor study was not performed because of short interval between filling and the pump revision refill volume was not measured upon removal of pump. It was also reported that while in the operating room the representative discussed with the surgeon that with nothing in the pump logs there was ¿highly unlikely¿ anything wrong with the new pump but rather there must be something wrong with t he catheter. However, the catheter remained implanted and only the pump was removed/revised and replaced again on 2015-03-05. This also required hospitalization of the patient. A nurse in the rehabilitation department knew about the field action of the catheter but reportedly the communication between the neurosurgeon and rehabilitation was not ideal. It was initially unknown if the issue was resolved or the cause determined. At the time of the report the patient's status was reported as alive-no injury. Analysis was requested because of the uncertainty regarding the effect on the patient. The patient status outcome was reported as ¿to be determined.¿ however, it was later reported that the patient was receiving therapy after the pump replacement. The patient was feeling much better, sleeping without problems and not experiencing painful spasms. This device system delivered compounded baclofen. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# b0856710k, implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Pump analysis revealed no anomalies and the pump met specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.